Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the enlite sensor was missing the electrode. The customer's blood glucose was unknown at the time of incident. The customer called due to the transmitter not blinking while connected to the sensor, troubleshooting was performed the customer removed the sensor and found the electrode was missing. The enlite sensor will not be returned for analysis.